Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, target vessel restenosis occurred and the patient expired. In jul 2008, clinical status assessment indicated the patient¿s qualifying condition as stable angina (ccs class I). There was 56% left ventricular ejection fraction and timi 3 flow pre-index procedure. The target lesion was located in the proximal left anterior descending artery (prox lad) with 90% in-stent restenosis and was 32mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation using a 3.0x20mm balloon at 14atm, placement of a 3.50x32mm taxus express2 stent at 14atm, kissing balloon post-dilation using a 3.0x20mm balloon at 8atm and the stent delivery balloon at 12atm, resulting in 0% residual stenosis and timi 3 flow. The stent was confirmed to be implanted properly by intravascular ultrasound (ivus). The patient was discharged with no complications on bayaspirin and panaldine. In (B)(6) 2012, a 3.5x24mm lesion with 75% restenosis was noted in the prox lad. The patient was hospitalized and CT was performed. Balloon angioplasty was performed and a non-bsc stent was implanted with 0% residual stenosis. The patient was recovered. Two and a half weeks later, the patient had chest pain and lost consciousness. The patient was brought to the hospital and had cardiac arrest at that time. The patient expired in the evening. The event was reported by another hospital with no treatment details available. Autopsy was performed at police. It was unable to determine the cause of death.